Event description:
A report has been received of fluid leakage onto a liberty cycler cassette housing that a hole was noted in the cassette. There is no sample available for eval. There is no report of pt ill effect.